Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for five patient samples when using the unicel dxi 600 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Repeat analysis was performed. The test results were not reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Result flags were not associated with this event. Quality control level 1 had shifted out high after the event. Levels 2 and 3 were in range. No system check data was provided. There were no event log messages associated with this event. The field service engineer evaluated the analyzer. Performed preventive maintenance. No hardware issues were identified. Instrument was verified as performing to specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.